Manufacturer narrative:
Should additional information become available, a supplemental report will be filed.

Event description:
Dealer states the chair does not stop when you let go of the joystick. He states there is a psf joystick on there still. Dealer is going to check with the customer to see if they want to send the joystick in for repair. Dealer is going to call back. No further information provided.